Manufacturer narrative:
The device was tested on the bench and using automated test equipment and was found to be normal. No device anomaly was observed.

Event description:
It was reported that the system was explanted and replaced due to infection.